Manufacturer narrative:
Tw ID#(B)(4).the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, (B)(6), s/n (B)(6) was not sending power to hemopro2 evh kit. Cords were replaced and still not working properly. Power supply from different room was brought in to be used for the case. Procedure delay as they switch power supplies. No harm to patient.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4,d-9, g-3, g-6, h-2, h-3,h-6, h-10 the reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. H3 other text: device not returned.

Event description:
N/a.